Event description:
It was observed during the evaluation that the sonicbeat 5 mm, 35 cm, front-actuated grip exhibited that the tissue pad was severely worn out. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the tissue pad was severely worn out. The reported event and identified malfunction were inferred to have occurred through the following mechanism. 1. During output activation, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was severe wear. 2. The grasping section and the probe came into contact due to wear of the tissue pad. 3. The output was activated while the grasping section was in contact with the probe. As a result, a contact mark was developed causing probe damage error(u504). Based on the results of the investigation, the most probable cause of the additional reported failure(s) did not lead to a clear conclusion about the root cause of the reported event. Olympus will continue to monitor the field performance of this device.